Event description:
The ge oec 9900 fluoroscopy system had image quality issues that had blank areas on cine playback, image blanking. Images reported grainy and substandard.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to a defective ccd camera that was removed and replaced, aligned and re-calibrated. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.